Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced unexplained pain. New onset shoulder pain, started 1 year ago, worsened over last 3 months. X-ray shows mild stress shielding on humeral side. Most likely rotator cuff tear. As a result, diagnostic intervention was taken for this patient and a CT scan and ultrasound ordered. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 300-62-03 - stemless hum comp integrip, cage, sz 3: (B)(6) 310-61-50 - stemless hum head 50mm x 19mm x beta: (B)(6) 314-13-24 - equinoxe cage glenoid l, post aug, left: unk. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced unexplained pain. New onset shoulder pain, started 1 year ago, worsened over last 3 months. X-ray shows mild stress shielding on humeral side. Most likely rotator cuff tear. As a result, approximately 6 years after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h6, h11. MDR section codes updated/corrected: b, c, d, f. The reason for the shoulder revision from anatomic to reverse tsa is likely due to a rotator cuff failure as reported, leading to aseptic loosening. However, the reported rotator cuff failure and loosening could not be confirmed from the provided information. Potential contributions of manufacturing, patient or user-related considerations to the event could not be assessed as the device was not returned and radiographs and images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.